Event description:
Pt c/o fever and chills after flushing the catheter. The pt skipped one day of flushing and had no fever or chills but the next day when flushed the pt experienced the fever and chills again. Was admitted to hosp and pseudomonas fluorescens was isolated from the pt's blood culture.